Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/30/2015 with the following findings:the black box data from date of pi has been over written due to continued use of the pump. The current black box showed no evidence of short battery life. The pump's current draws were within specifications. A "battery life" issue was not duplicated during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. No additional information was provided and troubleshooting was unable to be completed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.